Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited poor sensing values. The patient felt pain in the myocardium. The helix could not be retracted after repositioning the lead. The lead was not used and a new lead was implanted. The patient was stable throughout the whole procedure.

Manufacturer narrative:
A partial lead was returned for analysis in four segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.